Event description:
A doctor alleged that ten (10) patients had experienced sensitivity after placement using the optibond xtr and the nx3 products. This is the first of ten (10) reports.

Manufacturer narrative:
Patient specifics with regard to age and weight were not provided by the doctor. The patient had a root canal done and a new crown was cemented. To date, the patient is doing fine. The product was not returned and no lot number was provided; therefore, no evaluations can be conducted.